Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the piezo transducer. A calibrated set was used for testing per the device release specifications.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to pharmacy department with a report of no audible alarm tone during an alarm condition. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events while the pump was in clinical use. During testing at the user facility, the pump did not sound an audible tone during an alarm condition. Through requested, no additional information was provided.